Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was diabetes. The caller stated that the customer had low blood glucose that may have led to the customer's passing. The customer¿s blood glucose was 35 mg/dl at the time of hospitalization, when the pump was removed. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected 48 hours or more prior to passing. The customer was on manual injections as the pump had a malfunction. It is unknown if the customer was using sensors. The customer states the customer's blood glucose went low and caused brain damage. The caller declined to return the insulin pump for analysis as they did not have it in their possession.